Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change performed by the patient¿s son, the patient observed hyperglycemia with a peak blood glucose of 347 mg/dl, decreasing to 337 mg/dl during the initial call and later to 262 mg/dl with a downward trend; the patient did not have the app on her own phone while her son did. Symptoms included thirst. Outcomes included no alerts or alarms, no emergency care, and resolution without further callback. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia following a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.